Manufacturer narrative:
Exemption number e2019001. Visual and dimensional inspections were performed on the returned guide wire. The reported prolapse was confirmed. The reported peeling was not confirmed, but there was noted damage to the polymer coating. The reported difficulty to position the guide wire through a guiding catheter was unable to be confirmed due to the polymer damages. The reported difficulty to advance through the anatomy was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported/noted difficulties appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement the ht command guide wire encountered resistance against the heavily calcified causing the difficulty to advance and the guide wire to kink and/or prolapse. A non-abbott micro catheter was then used to straighten or support the guide wire, but resistance was encountered at the guide wire damage resulting in noted damages to the polymer coating and causing the appearance of peeling. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional ht command device referenced in b5 is filed under a separate medwatch report number.na

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the anterior tibial artery. A high torque command extra support guide wire was advanced to the lesion with slight resistance from the anatomy. The guide wire prolapsed and a non-abbott micro catheter was advanced in an attempt to re-straighten the wire. Resistance between the guide wire and micro catheter was met, causing a sheering effect and the coating of the guide wire was noted to peel. Everything was removed as a single unit and nothing remained in the anatomy. A new command guide wire was advanced; however, the same problem occurred. The procedure was successfully completed with an unspecified guide wire. There were no reported adverse patient effects and no clinically significant delay in the procedures. No additional information was provided.